Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's bag tore prior to the specimen being put inside of the bag. There were no missing pieces. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.